Event description:
After drainage of 1.2 liters of fluid, the adaptor was removed from the pleurex catheter, at which point, it was noted that air was moving freely into the pt's pleural space. Doctor reports that the valve appears to stay open. New catheter placed and no negative pt issue reported.

Manufacturer narrative:
Info has forwarded to the mfg facility for eval. Results of the investigation are pending, a follow-up report will be filed.